Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the suture was without needle. No more information has been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 3 open and unused samples with the needle detached from the thread, and the thread is still wound on the pack. Without any closed sample a suitable analysis cannot be performed. Nevertheless, taking into account the open samples received, we consider that the complaint is confirmed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the open and unused samples received, we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.